Event description:
The micro sagittal saw was sent in for eval because it would start on its own without activation during a procedure. No adverse event was associated with the device; the same device was used to complete the procedure without any procedure delays.